Event description:
Affiliate reported that the physician explained that there was an infection with a bactiseal shunt and therefore, the pt needed a revision. The hospital examined the shunt. They found a mixed infection with raoultella planticola, vergrunende streptococcus they show an alpha hemolysis and e. Coli.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.